Event description:
It was reported that during testing conducted at the manufacturer facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician. During evaluation, it was reported that the user facility spilled fluid on the device. The power pack is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.